Event description:
It was reported that the patient was admitted to the hospital for sepsis. The patient had developed an infection which was not product or procedure related. The system was explanted. The patient's condition before, during and post procedure was stable.